Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range pace impedance (>3000 ohm). The lead was tested tip to coil configuration and produced an impedance of 500 ohms. A possible fracture was suspected. Additional information was unable to be obtained. No adverse patient effects were reported. All available information indicates the system remains in service.